Event description:
Healthcare professional reported "right rupture with a right capsular contracture baker grade IV". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation, capsular contracture baker grade IV.